Event description:
A customer contacted beckman coulter inc. (Bec) stating that the unicel dxc 600 pro synchron chemistry analyzer was generating false low hemoglobin a1c (hba1c) values and the results were reported out of the laboratory. When one of the results was questioned by a physician, the customer retrieved three samples that were run on this system and repeated the hba1c2 test. The customer confirmed the results generated on the dxc (sn (B)(4)) yielded lower values when comparing to the values generated on the alternative dxc instrument (sn (B)(4)). All three patient samples were repeated on both instruments and the customer confirmed and amended the higher values which are the believable results. The customer confirmed that there was no impact to patient treatment.

Manufacturer narrative:
Controls were ran by the customer after this incident did not meet specifications. The customer then recalibrated with a fresh calibrator and ran qc with fresh biorad controls and the results were within established ranges. Service was not dispatched as the issue was resolved by the customer. Root cause is unknown to date for this event.